Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 381044 and lot number 5017278. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Date of occurrence: (B)(6) 2025 circumstances surrounding the incident / description of events: during insertion of a peripheral venous catheter, the needle failed to retract when the safety system was triggered. The spring system, which should normally retract with the puncture needle, separated from the needle and ended up at the bottom of the handle, without releasing the anti-reflux valve. This caused a jet of bleeding at the bottom of the perforated handle, resulting in a massive spread of blood over the patient's environment and the midwife's outfit. Clinical consequences observed: - risk of blood exposure. - risk of injury due to failure to retract the puncture needle. - spoliation of patient's blood.